Event description:
It was reported that a pt underwent a sling procedure in early 2006. The pt has been having pain on her right side near the pelvic bone since the procedure. The pt was treated with an injection without results. No other info was available.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.